Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. Device level testing with an external power supply indicated normal electrical performance. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that the patient presented to the clinic for follow-up, and was found that the battery voltage went from eri to eol in one day. The physician explanted and replaced the device. The patient had no adverse consequences.